Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to infection and sepsis. No additional adverse patient effects were reported. This pacemaker was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; and h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to infection and sepsis. No additional adverse patient effects were reported. This pacemaker was explanted. Additional information indicated that the patient had an endocarditis. No additional adverse patient effects were reported. This pacemaker was explanted.